Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that 2 tornado platinum embolization microcoils were used and both of them became stuck in another manufacturer's catheter. The physician had to cut off the catheter in order to remove the stuck coils. It was further noted that the 2 coils were "severely" stretched. There were no reported serious injuries to the patient as a result of the product problem.